Event description:
It was reported that customer experienced low blood glucose and passed out, an adverse reaction. Customer stated he went to urgent care and the urgent care facility contacted ems to take him to the hospital. Customer stated he was treated at the emergency room and released. Customer's blood glucose value at the time of admission was 35 mg/dl. Nothing further reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.